Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call of high blood glucose readings and hospitalization. The customer had high readings of 800 mg/dl. The customer had an infection on the infusion set and had an infection prior to now. The customer's parents would not change the diaper which caused the infection. The customer went over the history anomaly with grandmother and capture event option. The customer was advised that the pump cannot delete the history as far as bolus history and capture events options go.